Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the serial number label found on (B)(6) 2021. Pump received with missing retainer ring, partially broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring, partially broken reservoir tube lip and missing reservoir tube o-ring. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case along the side of the battery tube, partially broken reservoir tube lip, missing reservoir tube o-ring, missing retainer and minor scratched lcd window. Cosmetic damage was confirmed at the serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing or faded serial number label. No harm requiring medical intervention was reported. The device will be returned for analysis.